Event description:
Covidien customer service engineer (cse) reported that during repair the 840 ventilator had an unresponsive touch screen. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien was not authorized to repair the device. Customer will complete the repair.

Manufacturer narrative:
(B)(4).